Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ae-qas-sp42 - (unknown activl spine implant). According to the complaint description, the revision was 1 year post surgery. The initial procedure had been an anterior fusion. The surgeons removed the implant and replaced it with non-aesculap fusion implants. The surgical outcome was good. The explant was discarded. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00505 ((B)(4)- ae-qas-sp42) and 9610612-2021-00523 ((B)(4)- ae-qas-sp42).